Event description:
Boston scientific received info that the pt with this device passed away. A review of the electrogram strips stored in the device memory revealed that the pt died during an episode of fine ventricular fibrillation. It was noted that the pt's r-wave measurements had decreased from 6 mv to 2.9 mv and the ventricular fibrillation waves were 0.1-0.2 mv. At the time of the episode, the pt had been admitted to the hospital, where he coded. External rescue was attempted, but was not successful.

Manufacturer narrative:
Technical services reviewed the electrogram's and device programming. The device was programmed to more sensitive than nominal, but not the most sensitive. At this time, no additional info is available. If additional info is received, this report will be updated.